Event description:
It was reported that during coronary intervention, a xience v was successfully deployed at the left anterior descending artery. The 3.5 x 20 mm nc trek rx was advanced through the guiding catheter and the shaft broke 30-40 cm from the hub. The device never reached the lesion but stayed in the guiding catheter. On withdrawal of the nc trek, the broken end of the shaft was protruding through the y connector. A hemostat was used to remove the remaining segment. Another similar nc trek was used to post-dilate the stent and the procedure was completed. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood in the guide wire lumen, on the shaft, and on the balloon, which is consistent with guide wire advancement, handling, and advancement into the body. There was contrast on the shaft, which is consistent with handling and suggests preparation for use. The balloon was tightly folded. The hypotube was separated 22.3 cm distal to the strain relief tubing, thus confirming the complaint. The hypotube fracture face was oval shaped, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the dilatation catheter material such that subsequent application of force or further handling can cause a separation. There were multiple bends and kinks throughout the shaft. There was no report of any damages noted during inspection prior to use, which suggests that a product quality deficiency did not contribute to the complaint. In this case, it is most likely that the shaft became kinked/bent during the procedure, and further manipulation/handling of the device led to the shaft separation/detachment. A hemostat was used to remove the separated/detached shaft that was protruding through the y-connector. There is no indication of a product quality deficiency. Factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. All dilatation catheters are visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before lot release.